Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to water or humidity invasion into the subject device which caused damage to the image sensor unit. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in the: ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope's display screen went black and had squiggly lines in it. The issue occurred prior to a therapeutic (gall bladder removal) procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm.